Event description:
It was reported by the physician that while using the mobicath sheath, the sf catheter seemed to slip out with the cardiac cycle, as if there was not enough friction with the hemostatic valve. The physician has used the mobicath in the past and has not noticed this behavior.